Event description:
The field application specialist reported the customer received analyzer alarms and questionable ion selective electrode (ise) results for an unknown number of patient samples over a two day period. The ise diluent bottle had been accidentally placed in the internal standard position. The customer noticed the issue, corrected it then was able to successfully performed calibration and qc. In the middle of the run, they started getting analyzer alarms. All of the electrodes, pinch valve tubing, and the internal standard were replaced. A reagent prime and ise check were performed and the activator was run. On (B)(6) 2014, the customer retested the patient samples on another analyzer. Of the data provided, the results for 60 patient samples were discrepant and reported outside the laboratory. Refer to the attachment to the medwatch for all patient data. All of the results were reported outside the laboratory. The repeat results from the other analyzer were believed to be correct. No patients were adversely affected. The sodium electrode lot number was b4533 with an expiration date of 04/30/2015. The potassium electrode lot number was j8417 with an expiration date of 05/31/2015. The chloride electrode lot number was p3764 with an expiration date of 06/30/2015. The field application specialist found a misaligned dilution vessel and realigned it. The field service representative could not find a cause he checked the ise flowpath, replaced the ise reagents and electrodes and primed the system. The ise checks passed and the customer ran calibration and qc which passed. Precision testing was performed with passing results.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, it was noted the chloride results obtained upon repeat testing were opposite of the sodium and potassium results obtained upon repeat testing. Possible root causes for this phenomenon are air in the sample channel or reference line, leakage current coming from the waste or leaks or an old and/or expired reference electrode.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.